Manufacturer narrative:
The product was not returned. Updated information provided the product lot and serial number. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event occurred while progressing the implant into the cartridge. There was no patent contact. The surgery was completed after exchanging the lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during multiple intraocular lens (iol) implant surgeries, the plunger overrode the lens and destroyed the implant. Additional information has been requested.